Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl. No additional information was provided. Customer declined further troubleshooting.

Manufacturer narrative:
Device not returned.